Event description:
It was reported that the patient underwent and generator and lead replacement due to the patient's neck pulling with stimulation. The explanted products were discarded. No further relevant information has been received to date.

Event description:
The surgeon's office reported that the surgery was to preclude a serious injury because the patient's settings could not be titrated up. Although system diagnostics were within normal limits, the physician believed that a possible device problem, like a lead microfracture, was causing the patient's symptoms. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was reported through clinic notes that the patient was referred for lead revision because vns stimulation caused the patient neck to contract and pull to the left even at low settings. At the previous appointment the patient generator output currents were decreased by 0.25 ma due to this adverse effect. System diagnostics were within normal limits. Operative notes from the patient original implant surgery indicated that the patient lead was coiled under the sternocleidomastoid and then tacked down to the muscle with an anchor tether. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.